Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was no longer working and it was not turn on. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Device was received with normal operating currents. Device was monitored and no unexpected battery power loss and blank display noted during the testing. (B)(4).